Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 528 mg/dl using his contour meter. He retested using another meter and received a reading of 136 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for evaluation. The customer also insisted the meter be replaced. Replacement products were sent to the customer.